Manufacturer narrative:
Failure to be evaluated will and will advise upon receipt.

Event description:
After use, it was noted that the frame separated where the carbon fiber is placed by the customer into the formed plastic section. The customer has used this device since 2006.